Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The patient underwent surgery as their mother felt the device did not work for her and the patient was experiencing painful stimulation. During surgery fluid was observed in the lead but all diagnostics were within normal limits, but the surgeon opted to perform a full revision. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.

Event description:
The explanted lead was received and underwent product analysis. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. During the visual analysis, small amounts of body fluids were observed in outer and inner tubing in some areas; however, no obvious path of fluid ingress was noted other than the cut ends most likely made during the explant process. Continuity checks of the returned lead portion was performed during the functional analysis, and no discontinuities were identified. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure.

Manufacturer narrative:
B5 describe event or problem, corrected data: initial report inadvertently left out relevant information. D9 device available for evaluation? Corrected data: initial report inadvertently marked no.